Manufacturer narrative:
The system was serviced in the field and the surgeon monitor was green. The surgeon monitor and interconnect cable were replaced. The system passed system checkout and functioned as expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon monitor is green. Rep wiggled the external surgeon monitor cable where it connects to the main cart, and the issue was resolved. Once the rep let go of the cable, the issue returned. There was no patient involvement. After replacing the internal surgeon monitor cable, the surgeon monitor was still green. Looked at the external surgeon monitor cable, one of the pins inside of the connector looked to be bent.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9733623, product ID: 9733571, product ID: 9733572, serial/lot #: -, product ID: 9733571. Evaluation of the returned 9733571 cable found the fischer connector on the returned cable had been removed then replaced incorrectly. The key tabs were not aligned. Pin 13 is pushed into the bin block. After reassembling the connector correctly, a continuity test revealed an open at pin 8 of the fischer connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), product ID: (B)(4), serial/lot #: (B)(6), product ID:(B)(4), serial/lot #: (B)(6); h3) the cable (product ID: (B)(4) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the returned cable has no apparent physical damage, but a continuity test revealed an open from pin 1 of the fischer connector to pin 8 of the hd15 connector. Pin 2 of the fischer connector was shorted to pin 8 of the hd15 connector. Codes: b01, c02, d02 h3) the cable (product ID: (B)(4) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the returned cable has had the fischer connector shell removed. There was a bent pin at 16 and both key tabs were bent. The cable was not usable as is. Codes: b01, c07, d02 h3) the monitor (product ID: (B)(4) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the returned monitor had several scratches on the display. Otherwise, the monitor displayed a good image with no color distortion. However, the touch function did not work. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.